Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A (B)(6) distributor contacted zoll to report that a patient developed a rash on his back under the therapy electrodes. Patient described the rash as small, red, itchy bumps. There was no alleged device malfunction contributing to the irritation. Patient reported that he made an allergy test at his family doctor which came back negative. Patient also reported applying (B)(6) cream to the rash. Follow up indicated that the skin irritation is improving.